Event description:
It was reported that the patient underwent a sling procedure in 2005. Postoperatively the patient complained of dysuria with post micturition residue of approximately 900 mls. At the eight week postoperative review the patient complained of de-novo urgency of mild severity which started in 01/2006. Neither medical nor surgical intorvention was considered necessary by the site.